Event description:
This is the first of two reports for the same patient involving two separate products. Refer to MDR number 961594-2015-00077 for the second report. It was reported by the caregiver that two enteral feeding device events occurred within six weeks which required medical intervention. The caregiver reported that on both occasions the balloon broke, the device dislodged from the patient¿s stomach and the stoma was dilated for reinsertion and replacement of both new devices. Additional information was provided on april 30, 2015 stating the caregiver reported that a third enteral feeding device burst on (B)(6) 2015 but no medical intervention was reported for this event.

Manufacturer narrative:
The device history record for the lot number involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample device was returned for evaluation. The balloon exhibited was a radial burst. The line of the burst was uneven and jagged in some areas. The balloon material was inspected under magnification. No obvious defect was observed on the material that could identify a potential point of origin for the burst. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).